Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, a bifurcation plasty was performed. Subsequently a re-thoracotomy was performed due to retroperitoneal bleeding, and a stent was placed into the right pulmonary artery (rpa). Five months post-implant, a balloon valvuloplasty was performed on the distal rpa. Six years and two months post-implant, a balloon dilation was performed on the rpa, left pulmonary artery (lpa), and the device. Six years and ten months post-implant, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to outgrowth. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the physician indicated that the cause of the retroperitoneal bleeding was a catheterization and fibrinolytic therapy. Additionally, the stent was placed into the rpa due to thrombotic occlusion of the stenotic rpa. The physician stated that the medtronic device did not cause or contribute to the need for a re-thoracotomy. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.